Manufacturer narrative:
Co is currently working with the manufacturer of the evolis instrument to further investigate and correct this issue.

Event description:
Co received a phone call from department of health. The customer called the report obtaining invalid external quality control results when running the gs rlav hiv-1 eia assay on the evolis microplate system manufactured by another country's MFR. The evolis is a 4-plate self-contained microplate processor system designed for use with multiple eia assays. Bio-rad laboratories technical support department requested that the customer fax their data for review. During the data review, the bio-rad technical service representative (tsr) observed a patient sample from a run in 2008, with an optical density (od) value of 0.220, which is slightly below the assay cut-off. This 0.220 result was obtained on a microwell plate that also exhibited a number of very low od values (0.010). The presence of the <0.010 ods suggested to the bio-rad tsr the possibility the 0.220 value might be a positive sample that was somehow testing unusually low on this one assay run. The bio-rad tsr then contracted the customer and advised the customer to retest this 0.220 od sample. The customer retested the sample and contacted the technical support department four days later, to report that the retest of the previously non-reactive 0.220 od sample produced a reactive result. The customer stated that the initial result of non-reactive, based on the initial 0.220 od, was reported to the patient's doctor. A laboratories diagnostic service specialist was dispatched to the department of health laboratory, and observed the pipettor function of the evolis instrument struggling to aspirate patient samples from the dilution plate into the eia microwell plate. The initial investigation into this issue suggests that an insufficient quantity of sample may have been dispensed into the eia microwell plate, resulting in the initial suppressed 0.220 od value. The evolis is designed to provide error messages, which prevent reporting of results for any sample for which incomplete processing has occurred. In this instance, no error message was provided to indicate insufficient sample or reagent volumes for this sample.